Event description:
During a urethral sling procedure, the tissue tore apart while pulling up from the needle passers at the abdominal incision. The tissue was removed and replaced and the proceure was completed without any further complications being reported.